Manufacturer narrative:
Corrosion was observed on the pcb and on the top and bottom battery on removal of the housing. The battery voltage of all three batteries were observed to be low due to the corrosion, an external power supply was attached in an attempt to retrieve data. This attempt was unsuccessful as the pod did not pair with the pdm. Since pod data could not be obtained, the presence of a hazard alarm could not be determined. A leak test was performed in order to locate the source of the internal corrosion, no leaks were observed. The cause of the internal corrosion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 252 mg/dl. A hazard alarm occurred on the pod while it was worn between 49 and 71 hours on the abdomen. Details regarding treatment were not reported.